Event description:
It was reported that four days post distal and proximal circumflex coronary artery stenting procedure with two xience v stents, the patient experienced severe shortness of breath (angina equivalent) and was hospitalized with a non q-wave myocardial infarction. Treatment included oxygen therapy, IV heparin and integrelin, along with adjustments in the patient's oral anti-platelet medications. The patient's condition stabilized and the patient was discharged on (B)(6) 2009. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect method, above rated burst pressure. There was no reported product deficiency. The reported angina and myocardial infarction (mi) are listed in the instructions for use, as known adverse events associated with coronary stenting. It was reported that the balloon was inflated to 18 atmospheres, which is above the rated burst pressure. It should be noted that the IFU states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection. The stent inner diameter should approximate 1.1 times the reference diameter of the vessel. In this case, it does not appear that inflating the balloon above the rated burst pressure contributed to the reported patient effects as they did not occur until four days post to the procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design.